Event description:
Fastep covid rats ref cov-s23010h2, lot i2301009, mfg 2023-01-03, exp 2025-01-02 obtained from amazon appeared prone to false positives. Between (B)(6) 2024, positive results from fastep covid rats ((B)(6) 2024 faint, (B)(6) 2024 faint, (B)(6) 2024 faint, (B)(6) 2024 vibrant, (B)(6) 2024 faint, (B)(6) 2024 faint, (B)(6) 2024 faint, (B)(6) 2024 faint, (B)(6) 2024faint) could not be replicated with tests from other vendors such as medstar rapid pcr ((B)(6) 2024), abbott binaxnow ((B)(6) 2024), boson ((B)(6) 2024), and inbios ((B)(6) 2024). These findings suggest that either the fastep tests in question were exceptionally sensitive compared to tests by other manufacturers, -or- that the fastep tests were more likely to produce false positives for whatever reason. If test results were false, they delayed proper treatment. Mild symptoms were experienced during this time frame, including a low fever, headaches, sore throat, congestion near the nose and ears. The cause of the low fever was explicitly disputed by a doctor; a second doctor had increased the dosage of amitriptyline from 10mg to 20mg daily during this time period shortly before the low fever, and that medication could have caused the body to retain more heat than normal. Treatment for ongoing allergy issues was partially suspended during this time, which plausibly could have contributed to some of the other symptoms. The household cat has a chronic lung bacterial infection and has been on antibiotics long-term. Reference reports: mw5159462, mw5159463, mw5159464, mw5159465, mw5159466, mw5159467, mw5159468, mw5159469.